Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 50 mg/dl. The customer stated they had issues with changing their infusion sets. The customer stated that they have an appointment with their healthcare provider about the issue.